Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv167 device was detected leaking during filling with normal saline. According to the customer, the device was only filled with roughly 20 ml of normal saline when the solution was observed leaking within the housing. The customer states the blue winged cap is securely fastened but the film wrap does appear to be missing. The customer also states the leak appears to be coming from the post the reservoir is attached to. There was no patient involvement as this occurred during filling. There is no drug involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation, however, the device evaluation has not yet been completed. A follow-up report will be submitted once the evaluation is complete or should additional information become available.